Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has received the suspect gas delivery engine (gde). The evaluation is anticipated but has not yet begun; the completed investigation will be included in a follow-up report.

Event description:
The customer reported the fraction of inspired oxygen (fio2) is reading high and the internal blender does not calibrate. The customer reported no known patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found physical damage, not originally reported by the customer, to the gas ID cable, resulting in a constant ¿invalid gas ID¿ alarm. The oxygen sensor was also found to be missing from the gde, so oxygen sensor testing with the customer's component could not be performed. Testing results of the gde with a known good oxygen sensor passed the oxygen sensor calibration and the blender verification test. The reported customer event was not duplicated and no root cause was determined. No complaint related failures were identified and the product damage findings are considered to be unrelated to the reported failure.